Manufacturer narrative:
According to the coolsculpting user manual, under rare adverse events, treatment area demarcation (tad) is an aesthetic outcome of treatment in which the patient experiences excessive fat removal in the treatment area, resulting in a visible disruption to the continuous contour of fat, or unwanted indentation in the treated area. Volume reduction is an intended outcome of coolsculpting. In cases of tad the treatment outcome may not be considered aesthetically pleasing since structures surrounding the treatment area may appear more prominent post treatment.

Event description:
Allergan aesthetics received a report that a patient received a coolsculpting treatment to the abdomen using a cooladvantage applicator and presented with indention after a thermal event. Patient has been evaluated by plastic surgeon and outcome is permanent.

Manufacturer narrative:
Additional information: b3, d4, and b5.

Event description:
Allergan aesthetics received additional information that the patient received coolsculpting treatment on (B)(6) 2024.